Event description:
(B)(4) medical records ad 14 jul 2022, were reviewed by clinician. On (B)(6) 2019, the patient had a left total knee arthroplasty to address left knee severe degenerative joint disease. Depuy components, including depuy patella and depuy cement x2 were utilized during this procedure. On (B)(6) 2021, the patient had a left total knee revision to address mechanical complications. Findings on the medical records note that the tibial component was loose, with no interface provided. Competitor components were implanted during this procedure. Doi: (B)(6) 2019, dor: (B)(6) 2021, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Initial reporter occupation: lawyer corrected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical code).

Event description:
Medical records were received and stated the following: patient underwent a left knee revision on (B)(6) 2021 for pain and swelling. Intraoperative findings confirmed there was aseptic loosening of the tibial component at the implant to cement interface. The femoral, insert, and tibial tray were revised secondary to switching to competitor components. There was no allegation against the femoral component or tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed